Event description:
This report is being filed after the subsequent review of the following journal article: fjalestad, t., hole, m., hovden, I., blucher, j., and stromsoe, k. (2011). Surgical treatment with an angular stable plate for complex displaced proximal humeral fractures in elderly patients: a randomized controlled trial. J orthop trauma, 26, 98-106. The authors conducted a randomized, control study to evaluate functional outcome, patient self-assessment and radiographic outcome at one year in displaced three and four part proximal humeral fractures in fifty patients aged 60 years or older. Patients were randomized to either open reduction internal fixation surgical treatment with a synthes device, nonspecific angular stable locking plate (open group), or to conservative, non-operative treatment (closed group). Twenty-five patients were included in each group: the open group consisted of 20 women and five men, with mean age 72.2 years (range: 60-86 years); the closed group consisted of 24 women and one man, with mean age 73.1 years (range: 60-88 years). In total, 23 patients treated with surgery and 25 patients treated closed were analyzed in the study, having completed 12 month follow-up. Results in open group included: a 62 year old woman with hardware failure who underwent reosteosynthesis with bone grafting with subsequent fracture healing and good functional result; eight patients with avascular head necrosis; seven patients with partial axillary nerve lesions verified via electromyography, one of whom presented with persistent deltoid atrophy and strength reduction. At one year follow-up of four patients, recovery was demonstrated; the remaining three patients were not re-examined at one year. The authors concluded that there was no evidence of a difference in functional outcome at one year follow-up between surgical treatment and conservative treatment of displaced proximal humeral fractures in elderly patients. This is a serious injury reportable malfunction report regarding a (B)(6) woman with hardware failure who underwent reosteosynthesis with bone grafting with subsequent fracture healing and good functional result. This report is for an unknown locking plate. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Fjalestad, t., hole, m., hovden, I., blucher, j., and stromsoe, k. (2011). Surgical treatment with an angular stable plate for complex displaced proximal humeral fractures in elderly patients: a randomized controlled trial. J orthop trauma, 26, 98-106. This report is for an unknown locking plate. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.